Manufacturer narrative:
Updated fields (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: h6- problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse confirmed the problem stated by the customer. Fse troubleshooted the unit and found the issue to be the pneumatic module assembly. Fse replaced the pim module and retested pump, unit is now passing. Performed a full pm functional checks and calibrations, unit has passed all test and calibrations and is now ready for clinical use.

Event description:
N/a

Event description:
It was reported that during patient transport the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. Memory battery due as well. Moved patient to stretcher and moved to unit's pump. They removed the patient from the unit and transferred them to another unit. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.